Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of random occlusion alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'random occlusion alarm' was reproduced as false downstream occlusion. A review of the event history log (ehl) revealed occurrences of downstream occlusion and upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed downstream sensor and faulty ultrasonic sensor. The downstream sensor and ultrasonic sensor require replacement to address these issues. Should additional relevant information become available, a supplemental report will be submitted.